Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device follow up, the patient's right atrial (ra) lead had a threshold of greater than 5 volts. It was further reported that fluoroscopy showed the ra lead had dislodged. The lead also had undersensed p-waves. The patient underwent a lead revision and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.